Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The medical records allege that an ivc filter was implanted in the infrarenal position due to future orthopedic repair and risk for deep vein thrombosis. Upon successful deployment of the filter, an exploratory laparotomy procedure was performed. Approximately one year and seven months post deployment, an unsuccessful attempt to retrieve the filter was performed. The apex of the filter was reported to be incorporated into the side of the vena cava. Approximately ten and a half years later, a second retrieval attempt was performed. The filter was reported to be tilted within the ivc. The filter was successfully removed using forceps. It was noted that two filter arms were detached. No extravasation was reported, and the patient reportedly had no complications during filter removal. Based on the medical record review, the investigation is confirmed for filter tilt, limb detachment, and an unsuccessful retrieval attempt. However, the investigation is unconfirmed for perforation. The patient reportedly had an exploratory laparotomy procedure after filter deployment; therefore, it is possible procedural issues contributed to filter tilt. The unsuccessful retrieval attempts were likely due to filter tilt. As the limb detachments were not discovered prior to the second retrieval attempt, it is possible that user technique during removal, contributed to the limb detachment. However, based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf048f vena cava filter allegedly tilted, perforated, detached, and was unable to be retrieved. The filter was eventually retrieved percutaneously. There were no reported attempts made to retrieve the detached limbs. The malfunction involved a patient with no known impact to the patient. This information was received from various sources. The patient was a (B)(6)-year-old female, weight unknown.